Manufacturer narrative:
The actual device was not available; however, twenty-one (21) companion samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and leak testing were performed and no issues were noted. The reported condition was not verified for the returned companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) 50ml intravia empty containers leaked from the seam. This occurred during filling. There was no patient involvement. No additional information is available.